Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a gastric bypass procedure, while insufflating almost all gasses disappeared through the seal of the trocar. Everything was connected properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.